Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited continuous increase in pacing impedances over several months. The impedance values eventually went out of range at greater than 2,000 ohms. All other lead measurements were within normal limits. The patient underwent a revision procedure and this product was removed from service. No adverse patient effects were reported.